Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, the patient got pneumonia which developed into sepsis. Moreover, patient had eventually recovered from pneumonia and infection. There were no additional adverse patient effects reported. This rv lead remains in service.